Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high short interval counts (sic) with non-physiologic intervals and noise on electrograms. The oversensing was causing occasional pacing inhibition. The lead was capped and replaced. It was also reported that an interrogation observed a low impedance warning for the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on 2015-02-19 for ventricular-sic and non-sustained tachycardia. There was one lead failure predictor non-sustained tachycardia on 2015-02-10. The frequency of ventricular-sic increasing since january 2015, was greater than 30 in 3 days between 2015-02-(B)(6). Concomitant continued: 5076-52 lead, implanted 2009-(B)(6). (B)(4).